Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2024.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.